Event description:
Consumer complaint of low blood results. Strips are in date. Customer ran back to back blood test, 107 mg/dl and 104 mg/dl. Recalled the last 5 blood results in the meter memory: (B)(6) 2015-10:49pm-53mg/dl. (B)(6) 2015-1:22pm-64mg/dl. (B)(6) 2015-1:20am-72mg/dl. (B)(6) 2015-10:36pm-102mg/dl. (B)(6) 2015-5:58pm-76mg/dl. He says he does not have any symptoms of low blood sugar and if his sugar goes in the 50's he would have felt it. Customer does not require any medical attention. Customer test strips expire 10/31/2017 and was open a few weeks ago (date unknown ). Customer open the control solution about a week ago (date unknown adn solution expires 03/31/2016. Customer says his expected blood result is 100-115 mg/dl and he question the result of the 53mg/dl. He ran a test on the freestyle meter sn: (B)(4)) and got 96 and the trueresult 53mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.